Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:54:00. During night drain cycle four, the patient's ultrafiltration reading was 1555ml, indicating the home patient (hp) drained 1555ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 1555 ml during therapy initiated on (B)(6) 2011 at 21:54, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 5 was not completed properly and the drain volume was combined with cycle 4 drain. Cycle 4 drain was completed on (B)(6) 2011 at 06:07:12 and the user?s actual drain volume during cycle 4 was 2203 ml. The actual drain volume of 2203 ml is 88% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.